Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Crystalline debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. Approximately 11 cm of the ventricular catheter was returned. The peritoneal catheter was returned in two pieces measuring 90 cm and 2.5 cm respectively. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported that during surgery, after a strata ii shunt was implanted it was found that no fluid was flowing through the valve. According to the report, a replacement valve was used to complete the surgery. Reportedly, there was no injury to the patient. It was later reported during surgery on (B)(6) 2015, while the physician was attempting to pump the fluid through the valve, with pressure onto the reservoir the flushing liquid was sometimes flowing in the valve but sometimes not. Reportedly, during preparation, the or staff was unable to flush the pump chamber however, when the physician tried it, it worked and the shunt was then placed into the patient. It was also reported that once it was placed in the patient during function control, there was no fluid flowing through the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.